Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a splenic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the axios stent without any issue. However, due to the patient's anatomy, the stent was fully deployed in the patient's stomach, instead of in the desired position between the splenic pseudocyst and the stomach. The stent was removed from the patient with a snare. The procedure was then completed with a wallflex biliary stent. The complainant also reported that, after the procedure, a nurse noted heat damage to the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.